Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one syringe with no pouch for identification. Markings on the syringe indicate that it is a 0.5ml syringe. The needle shield and hub were separated from the barrel. The hub is lodged inside the shield. The connection point at the distal tip of the barrel and the base of the needle hub are undamaged. The plunger cap has been left in place. No signs of use or other damage. A review of the device history record was completed for batch# 0177668. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200899920] noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: event issue- found 1 syringe whole needle stayed in shield when removed".

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: event issue- found 1 syringe whole needle stayed in shield when removed."